Event description:
Healthcare professional reported right side "undulations and peripheral folds" and "moderate amount of peri-implant fluid". Patient later reported "recall". The device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-24156. Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, e1, g2, h6.

Event description:
Healthcare professional reported left side "undulations and peripheral folds" and "moderate amount of peri-implant fluid". Patient later reported "recall". Patient later reported "capsular contracture baker grade unknown" and "a lot of pain". The device remains implanted.